Event description:
During a tkr surgery, the saw stopped while cutting the distal femur. There was no change in the procedure due to the event, however, there was about a 1 hour delay. The procedure was completed with another handpiece.

Manufacturer narrative:
The device was received by the quality tech and the failure was confirmed. The product was repaired and returned to the customer.